Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a twelve-year-old female child patient experienced kinked cannula symptoms which were noticed within three hours of insertion. Further, they tried to treat this issue with multiple daily injection. The infusion set had been used for less than twelve hours. Consequently, on (B)(6) 2021, she went to the emergency room, where she stayed for a few hours and was subsequently hospitalized. Moreover, she was admitted in the intensive care unit, as her blood glucose level was 590 mg/dl and she had high ketones. However, her health care professional assessed the ketone level as not dangerous/ life threatening. During hospitalization, she was administered with an unknown corrective treatment (she was unable to recall), which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.